Event description:
It was reported that left bunch branch block (lbbb) occurred. The native aortic annulus was 25.0mm in diameter. The patient presented for a 25mm lotus edge valve implant. Severe calcification in valve cuspid and aortic valve stenosis were noted. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25mm lotus edge valve. After locking the valve, angiography showed a moderate paravalvular leak (pvl) and since the valve deployment was started slightly deeper, a partial resheath was performed in accordance with the instructions for use (IFU). After the second placement, angiography showed moderate pvl remained, so the valve was repositioned again. During this repositioning, the native valve popped up, so a full resheath was performed. At this point, the patient's qrs waveform became wide and lbbb was observed. After the full resheath, two more partial resheaths were attempted as mild pvl was noted. The valve was deployed closer to the aorta, and angiography showed only trace pvl, so the physician performed valve release in this position. After the delivery system was removed, final angiography showed no pvl and only trivial pvl under echo. After removal of the lotus introducer, the physician determined that pacing was unnecessary, so the temporary pacing wire was removed. The patient was returned to the room with stable vitals.